Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the product was released accomplishing all quality standards per the device history record review. A physical sample was not received for evaluation. A picture was provided instead. From the picture, the burst pattern had a rough and clean cut. However, it was difficult to determine the actual burst point of the balloon. Therefore, it is impossible to identify the actual root cause for this complaint. The complaint will be reopened and investigated if a physical sample is received. No corrective and preventive plan required at this time. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a broken balloon. Additional information received on 26jul2023 stated that it was a clean break. No patient harm or injury.